Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation was performed considering complaint description, cs reports, and system history. An onsite service intervention revealed that the system shut down was due to two blown fuses on the power board d56. The most likely cause of blown fuses is mains voltage fluctuations in the hospital's power grid. The power board d56 was replaced as a whole to minimize the likelihood of another failure due to an unlikely but possible defect of the power board d56. The issue has not been reported again. The spare parts consumption of the power board d56 was checked. Any accumulation of faults or even a possible general fault that would require corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the cios alpha system. During an interventional procedure, the user reported that the trolley powered off. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.